Event description:
During an anterior cruciate ligament procedure, a drill bit tip broke off.what was the original intended procedure?don't know what was actually being done at that moment but acls procedure was being done.device #1is this a laboratory device or laboratory test?no.